Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the iesu is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the erbe monopolar energy was not working. A technical support engineer (tse) was informed the following day. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer informed that the problem was identified during the last procedure of the day. The nurse thought that the failure was caused by use of the scissors during its last life. The surgery continued without the monopolar functioning. The next day, the issue recurred as the nurse had not informed the team about the problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced on the iesu that was connected to the surgeon side console (ssc). M-36/c-06/m-11 errors were found in the logs for the event date, confirming the fault occurred in the field. Visual inspection was performed and the unit had no significant scratches or dents. The front bezel was in decent condition. The system did not detect instruments at ¾ monopolar sockets. There was no monopolar energy from the iesu that was placed on a ssc and run in normal mode. Activation request for output was locked by the system. The root cause was attributed to a high frequency voltage issue.